Event description:
(B)(6) study. It was reported that the patient developed left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on prior regimen of antiplatelet medications at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel prior to procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25mm lotus edge valve. The same day of index procedure, the subject developed left bundle branch block. No diagnostic test was performed and no action was taken to treat the event. At the time of reporting, the event was considered to be recovering.